Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump stop was confirmed based on the evaluation of the submitted log files. The account reported that the patient fell asleep on battery power and woke up with their pump off. The system controller event log file showed that, on (B)(6) 2019 at 00:39:56, the low power advisory alarm became active due to depletion of the external batteries. The low power advisory had progressed to a low power hazard due to further depletion of the batteries. The low power hazard had progressed to a no external power and the system switched to operation on the backup battery due to the complete depletion of the external batteries. The system continued to operate until the backup battery also became depleted, resulting in a pump stop. The system resumed operating at the set speed when fully charged batteries were connected to the controller. The duration that the pump was off could not be determined. The controller clock corrupt alarm became active after pump operation was resumed due to the complete loss of external power. The remainder of the file was unremarkable. The patient remains ongoing on vad support. The how your heart pump works section of the heartmate 3 patient handbook outlines battery charge level, battery power gauge display and visual and audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the mobile power unit. Instructions for exchanging batteries and switching power sources are provided in the powering the system section. The sleeping section of the heartmate 3 patient handbook explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. This document also notes that low batteries should be immediately replaced with two fully-charged batteries or the patient should switch to the mobile power unit or the pump may stop. The alarms and troubleshooting section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power alarm. The handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell asleep on battery power and woke up with device alarming for pump stoppages. Manufacturer's technical service representative reviewed the log file and observed pump stoppages which was caused by the patient allowing the 14 volt batteries and the controller's emergency backup battery(ebb) to drain. They also observed low power advisory & low power hazards alarms did occur prior to the ebb operating the system. Once a charged battery was installed the pump returned to operating at the speed of 5700 rpm. Patient was admitted for observation, he is doing well and does not have any adverse events at this time. No further information provided.